Event description:
During a laparoscopic cholecystectomy procedure. The visibility was not clear. The surgeon used another scope to complete the procedure. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
7/11/97-supplemental report #1 submitted to FDA. Device evaluation and codes entered in h3 and h6. The reported condition was attributed to scratches on the lens of the subject device. Unfortunately, the cause for this condition could not be reliably determined.